Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: heartrail. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, eccentric, and 90% stenosed distal right coronary artery. A non-abbott stent was implanted and a 3.75 x 15 mm nc trek balloon catheter was used for post-dilatation, however, the pressure dropped during the first inflation at 12 atmospheres. The balloon catheter was removed from the anatomy and a balloon rupture was noted. A non-abbott balloon catheter was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.